Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section h11 (additional MFR narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: low glucose readings issues with abbott diabetes care (adc) devices were reported. The customer received unspecified low adc device readings that would show results of around "60s to 40s". The customer indicated that several adc devices would "wake (them) up sometimes showing readings in low glucose sometimes dangerously low". Another incident that was detailed includes receiving low readings from the adc device during the night and day, that were around "20 to 30 points lower" than the customer's glucometer. One incident was detailed where they consumed a "fairly high carb meal" and afterwards the adc device showed a "dangerously low level" while the glucometer showed "20 to 30 points higher". Another incident was detailed where the customer indicated the adc device showed a level "near 40" and as a response they drank a lot of orange juice to "get (their) glucose to normal". The customer reported experiencing symptoms described as weakness and excessive sweating. There was no report of third-party treatment due to this issue. Adc customer service successfully contacted the customer to gain additional details regarding this event. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: low glucose readings issues with abbott diabetes care (adc) devices were reported. The customer received unspecified low adc device readings that would show results of around "60s to 40s". The customer indicated that several adc devices would "wake (them) up sometimes showing readings in low glucose sometimes dangerously low". Another incident that was detailed includes receiving low readings from the adc device during the night and day, that were around "20 to 30 points lower" than the customer's glucometer. One incident was detailed where they consumed a "fairly high carb meal" and afterwards the adc device showed a "dangerously low level" while the glucometer showed "20 to 30 points higher". Another incident was detailed where the customer indicated the adc device showed a level "near 40" and as a response they drank a lot of orange juice to "get (their) glucose to normal". The customer reported experiencing symptoms described as weakness and excessive sweating. There was no report of third-party treatment due to this issue. Adc customer service successfully contacted the customer to gain additional details regarding this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: low glucose readings issues with abbott diabetes care (adc) devices were reported. The customer received unspecified low adc device readings that would show results of around "60s to 40s". The customer indicated that several adc devices would "wake (them) up sometimes showing readings in low glucose sometimes dangerously low". Another incident that was detailed includes receiving low readings from the adc device during the night and day, that were around "20 to 30 points lower" than the customer's glucometer. One incident was detailed where they consumed a "fairly high carb meal" and afterwards the adc device showed a "dangerously low level" while the glucometer showed "20 to 30 points higher". Another incident was detailed where the customer indicated the adc device showed a level "near 40" and as a response they drank a lot of orange juice to "get (their) glucose to normal". The customer reported experiencing symptoms described as weakness and excessive sweating. There was no report of third-party treatment due to this issue. Adc customer service successfully contacted the customer to gain additional details regarding this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: low glucose readings issues with abbott diabetes care (adc) devices were reported. The customer received unspecified low adc device readings that would show results of around "60s to 40s". The customer indicated that several adc devices would "wake (them) up sometimes showing readings in low glucose sometimes dangerously low". Another incident that was detailed includes receiving low readings from the adc device during the night and day, that were around "20 to 30 points lower" than the customer's glucometer. One incident was detailed where they consumed a "fairly high carb meal" and afterwards the adc device showed a "dangerously low level" while the glucometer showed "20 to 30 points higher". Another incident was detailed where the customer indicated the adc device showed a level "near 40" and as a response they drank a lot of orange juice to "get (their) glucose to normal". The customer reported experiencing symptoms described as weakness and excessive sweating. There was no report of third-party treatment due to this issue. Adc customer service successfully contacted the customer to gain additional details regarding this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: low glucose readings issues with abbott diabetes care (adc) devices were reported. The customer received unspecified low adc device readings that would show results of around "60s to 40s". The customer indicated that several adc devices would "wake (them) up sometimes showing readings in low glucose sometimes dangerously low". Another incident that was detailed includes receiving low readings from the adc device during the night and day, that were around "20 to 30 points lower" than the customer's glucometer. One incident was detailed where they consumed a "fairly high carb meal" and afterwards the adc device showed a "dangerously low level" while the glucometer showed "20 to 30 points higher". Another incident was detailed where the customer indicated the adc device showed a level "near 40" and as a response they drank a lot of orange juice to "get (their) glucose to normal". The customer reported experiencing symptoms described as weakness and excessive sweating. There was no report of third-party treatment due to this issue. Adc customer service successfully contacted the customer to gain additional details regarding this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section h11 (additional MFR narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. A valid serial number was not reported. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre product, continue to be safe, effective, and perform as intended in the field. Stability data for the freestyle libre product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation was conducted, and corrective actions have been taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. There were 4 additional sensors reported (unknown, unknown, unknown, unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: low glucose readings issues with abbott diabetes care (adc) devices were reported. The customer received unspecified low adc device readings that would show results of around "60s to 40s". The customer indicated that several adc devices would "wake (them) up sometimes showing readings in low glucose sometimes dangerously low". Another incident that was detailed includes receiving low readings from the adc device during the night and day, that were around "20 to 30 points lower" than the customer's glucometer. One incident was detailed where they consumed a "fairly high carb meal" and afterwards the adc device showed a "dangerously low level" while the glucometer showed "20 to 30 points higher". Another incident was detailed where the customer indicated the adc device showed a level "near 40" and as a response they drank a lot of orange juice to "get (their) glucose to normal". The customer reported experiencing symptoms described as weakness and excessive sweating. There was no report of third-party treatment due to this issue. Adc customer service successfully contacted the customer to gain additional details regarding this event. Based on the information provided, there was no report of serious injury associated with this event.